Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbler. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles on reservoir and tubing. The approximate size of air bubble was bigger than minimum. The device will not be returned for analysis.